Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device visual evaluation: visual analysis of the photographs identified: two devices, one appears to be intact inside a peel pouch packaging and the other device is broken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. Device was explanted. This is the left side record.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs of two devices: one appears to be intact inside a peel pouch packaging and the other device is broken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional identified capsular contracture baker grade as "iii".